Event description:
The consumer reported her husband received 3rd degree burns to his leg and hip from the heating pad. She stated the pad was running for a few hours when he noticed the blisters. The consumer has sought medical attention for the injuries.